Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2022. It was reported that the sensor failed and the patient lost consciousness. The patient's sensor failed and the patient had a hypoglycemic event. The patient was found unconscious by her husband. He treated her with glucagon that was reported to be out of date. It took the patient a while to come to. At the time of the report, the pregnant patient was on bed rest. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.